Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted phillips to report that during treatment of a patient in cardiac arrest, the co2 module gave readings of "0" and there was no waveform. The involved patient died. The customer has stated that they are unable to state whether the device behavior impacted the patient outcome.